Event description:
On follow-up, it was reported that the patient has no breathing difficulty. The ventilation was normal; the anesthetist suspected that the cuff could not be fully inflated, but the pressure measurement was close to threshold.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported via a distributor that since the beginning of the thyroidectomy surgery, the doctor noticed that the patient's mouth kept on bubbling. The doctor tried adjusting the tube but still could not solve the problem. Because the doctor had encountered another defective tube in 18th of september, he suspected that the cuff of the tube was defective. Therefore, the doctor exchanged the tube to another new device. The second tube could function properly with the same patient. It was the initial use of the defective tube. After the surgery, the doctor figured out the lot numbers of both defective tubes are the same. As a result, he returned the other tubes of the same lot. There was no intervention planned or performed as a result of this event. There was a procedure delay of about 8 minutes as a result of this event. The procedure was completed using a back-up device. The patient was alive with no injury.

Manufacturer narrative:
Analysis found that visually, there was no damage or anomalies in the construction of the device that would have resulted in the reported event. Functionally, the cuff inflated and deflated with no issue or leak. The beveled tip, inflation lumen, murphy eye, and printing orientation were correct with respect to each other per the drawing. There was no obstruction of the inside diameter airway path. The inside diameter measured 6mm which matches the product labeling. There was no evidence of improper manufacturing and therefore has been ruled out as a likely cause. A review of the global complaint data showed one other complaint for this lot number however it was an unrelated issue and it was from this facility. The reported bubbling suggests there was positive pressure inside the tube and air was bypassing the cuff which may be an issue with the size or positioning of the tube. The information most likely indicates the tube was used in conflict with the instructions for use. Fdm 4114 and fdr 3221 are no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On follow-up, it was reported that a stylet was used when intubating the patient. There was nothing abnormal during the intubation. When the event occurred, other than repositioning, the doctor also tried to remove bubbles by suction. The doctor could not figure out any pre-existing conditions. The anesthetist suspected that the cuff was leaking air. Since the bubbling issue could not be resolved, the doctor did not continue the surgery with the tube. There was no patient impact.